Event description:
Pt was recieving IV antibiotics post dialysis treatment. IV line was taped to venous port of subclavian catheter. Ten mins into treatment, blood was noted on "chux" under catheter. Line separation had occurred. Venous side of catheter was immediately clamped. Shortly after line was clamped pt began c/o sob. Resp. Were labored at 28-32. Pt was immediately put on left side and in trendelenburg. O2 applied per mask at 10l. 911 called and pt was transported to hospital via paramedics.